Manufacturer narrative:
Seaspine was made aware of this event on 1 apr 2021. At this time, no explants have been made available for analysis. No additional details regarding the patient's condition or treatment plan have been communicated to seaspine. Review of labeling: possible adverse events: -bending, disassembly or fracture of implant and components.

Event description:
The patient underwent spinal surgery on (B)(6) 2020 consisting of the seaspine daytona small stature spinal system. The surgeon noted fractured bilateral 4.5 daytona small stature rods affecting the t11-l1 levels of the construct in a postoperative follow up visit. The surgeon elected to revise the construct to achieve a more solid fusion.